Event description:
It was reported that the use of an unknown IV buretrol set had resulted in recurring upstream occlusion alarms, in a pump. There was no occlusion found in the IV set. The reported stated that when the nurse switched out the IV tubing, the infusion was then administered without incident. This occurred during an infusion of intravenous immunoglobulin (ivig) to a patient. However, there was no report of adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.